Manufacturer narrative:
The investigation into access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient condition related, oozy in all access sites as per the clinical description provided. As the necessary information was not provided, the root cause of the vt/vf was not determined. Instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-22678. G1 reporting contact email. H10 instructions for use missing.

Event description:
The complainant reported that the patient on impella cp support had oozing in all access sites. The activated clotting (act) time was over 300. Systemic anticoagulation on hold until act trends down. Additionally, when the physician was repositioning the cp, the patient experienced a sustained ventricular tachycardia requiring cardioversion. It was further reported that the patient expired while on impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.